Manufacturer narrative:
This event occurred at (B)(6). Manufacturer's investigation conclusions: thrombus was confirmed via the evaluation of (B)(6) and could have contributed to the reported hemolysis. A direct correlation between (B)(6) and the reported infection cannot be conclusively determined through this investigation. Although the evaluation of (B)(6) confirmed the presence of a sealed outflow graft kink, a direct correlation between the kink and the observed thrombus formation cannot be conclusively determined through this investigation. The pump was returned with the driveline cut approximately 2.5¿ from the pump body. The remainder of the driveline was not returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Approximately 3.5" of the sealed outflow graft lumen was intact. The graft lumen was kinked approximately 0.5¿ through 2.5¿ from the graft attachment. No evidence of any depositions or thrombus formations were observed inside the lumen of the outflow graft. The smooth deposition on the outside of the outflow graft suggests that this kink was present during support. The kink did not cause a functional or flow issue. Upon disassembly, examination of the rotor inlet section revealed a deposition situated in-between the rotor blades. The formation was not laminated and did not display evidence of denaturation. The origin of this deposition and a duration of time for which it was present in the pump could not be conclusively determined. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists thrombus and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. The IFU provides details regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU, as well as the heartmate ii lvas patient handbook provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital with complaint of fatigue and general decrease in filling. Echocardiogram didn't show severe right heart failure. Lab test indicated that thyroid was the issue. During the last three days, the patient's ldh (lactate dehydrogenase) jumped up to 2080 and IV (intravenous) heparin didn't have intended effect. CT (computed tomography) showed a possible thrombus along the aortic graft. Pump was replaced on (B)(6) 2019. The patient also experienced a driveline infection which was treated with irrigation of antibiotics.